Event description:
The customer reported that during a bradycardia event, the central station showed visual alarm but no sound.

Manufacturer narrative:
(B)(4). The customer reported that during a bradycardia event, the central station showed visual alarm but no sound. Per the initial report, there was no delay in awareness of pt condition and no delay in treatment of the pt. In spite of all treatments, this pt died. The monitoring is not considered as a factor in the death. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.